Event description:
Patient had an infusion pump with baclofen implanted. The patient experienced alternating periods of apparent underdosing and overdosing of his baclofen, in spite of a stable programmed infusion rate. When the device was refilled on two separate occasions, the amount of drug remaining in the reservoir was substantially different than the expected remaining volume. The patient underwent surgical exploration of the device as well as a contrast study of the catheter, which revealed no external accumulation or leakage from the device or catheter, leading to the conclusion that there was a defect in the device itself. The pump was explanted and a replacement pump was implanted. The patient is now progressing as expected.